Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy open procedure, the surgeon was unable to squeeze the handle and the device did not fire. The green button was able to be pressed. Another stapler was used to complete the case. There was no patient injury.